Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00212. Follow-up information indicated surgical intervention took place wherein the l3 lead was explanted and replaced to address the issue. During the procedure, l3 lead was pulled back partially out of the header. The lead had high impedances that was confirmed on testing cable. During removal of l3 lead, a fracture was observed. The port plugs were no longer in place in unused ports and as a result, the physician explanted and replaced the ipg.